Manufacturer narrative:
The blanket was reviewed visually and functionally. There was an observed area marked in blue by the customer potentially suggesting the area which may be leaking. However, after filling the device and testing for leaks, no leaks could be identified. However, it was identified that the hose was modified to use two male end click tite connectors. The incorrect lot number was initially reported and has been updated in section d.

Event description:
It was reported by the customer to stryker that the pad was leaking water. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by the customer to stryker that the pad was leaking water. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.